Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, positioning was technically difficult. The right ventricular (rv) lead was repositioned several times before optimal measurements were obtained. Approximately a month post-implant, the rv lead had no capture. A x-ray revealed that the rv lead had dislodged into the atrium. When the rv lead was removed from the patient, a fragment of tissue was noted at the tip. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.